Manufacturer narrative:
During an embolization procedure of the left posterior communicating (pcom) aneurysm, after placing the first coil, the second coil orbit mini complex fill2.5x3.5 ((B)(4)) was placed at the target site, but the coil stretched. The coil was removed and another orbit helical fill 2x4 coil ((B)(4)) was placed at the site, but the coil could not be released although multiple (5/6) attempts were made with the dcs syringe ((B)(4)) using the alternative detachment method. The coil was removed and the coil was found stretched. Then, another coil and syringe was utilized with the same microcatheter to complete the procedure. It was reported that the physician thought the first dcs syringe had no problems, because it was able to release the first coil successfully. There was no impact to the patient. Prior to the failure to detach, the syringe was taking passed the green zone, position# 3, and the syringe was taking passed the red zone. Additionally, prior to the failure to detached, the alternate detachment zone was utilized to detach another coil. Per the instructions for use, (IFU) once position 3, green zone, has been exceeded, do not reuse the syringe for additional coil detachments. After the failure to detached, the same syringe was not utilized with other products. Additional torque or manipulation was not utilized with the coils during the procedure. An adequate continuous flush was maintained through the mc at all times. During the initial insertion of the coil delivery systems, no resistance occurred during advancement of the coil through the mc. No additional force was utilized to advance or remove the coil/delivery system. No kinks were noted on the mc that may have contributed to the event. During placement of the coils, no resistance occurred during withdrawal for repositioning in the aneurysm, and one to one relationship between the coils & delivery tubes was verified with fluoroscopy prior to repositioning. During the repositioning process, the coils systems were utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, no resistance occurred when the coil was advanced. A constant and dedicated saline source was utilized at all times. Other than the reported event, no other damages were noticed with any other section of the devices, and the coils remained attached to the delivery systems. The patient's condition after the procedure was stable. The aneurysm measured 3x3.1mm, neck was 1.5mm, and the neck to sac ratio was 1.2. A balloon remodeling device was not utilized. One non-sterile trufill dcs orbit was received inside of a plastic bag. Hypotube presented some waves; however these appear to occur during the handling of the unit when it was returned for evaluation. Introducer was zipped and support coil and embolic coil were inside of it. Embolic coil was still attached to the gripper and it was stretched on the proximal side. 1.5cm of the distal section of the embolic coil presented no damages. Support coil presented no damages. Gripper was inspected under microscope and one compress was noted on the proximal side. No other damages were noted in the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195841 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. Inspections are in place that to prevent trufill dcs coils from leaving the facility with this type of damage. With analysis of the returned device, the cause of the event could not be conclusively determined; however, based on no reported damages prior to use and no resistance advancing through the microcatheter, it appears that procedural factors including repositioning the microcatheter over the coil may have contributed to the event. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. With review of the device history records and analysis of the device. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00099 & 1058196-2011-00100.

Manufacturer narrative:
During the initial insertion of the coil delivery systems, no resistance occurred during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. No kinks were noted on the mc that may have contributed to the event. During placement of the coils, no resistance occurred during withdrawal for repositioning in the aneurysm, and one to one relationship between the coils & delivery tubes was verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery systems were utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, no resistance occurred when the coil was advanced. A constant and dedicated saline source was utilized at all times. A balloon remodeling device was not utilized. An adequate continuous flush was maintained through the mc at all times. After the events with the coils, the same microcatheter was utilized to complete the procedure because the microcatheter was not damaged. Other than the reported event, no other damages were noticed with any other section of the devices, and the coils remained attached to the delivery systems. The patient's condition after the procedure was stable. The aneurysm measured 3 3.1mm, neck was 1.5mm, and the neck to sac ratio was 1.2. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00099 & 1058196-2011-00100. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received inside of a plastic bag. Hypotube presented some waves; however these appear to occur during the handling of the unit when it was returned for evaluation. Introducer was zipped and support coil and embolic coil were inside of it. Embolic coil was still attached to the gripper and it was stretched on the proximal side. 1.5cm of the distal section of the embolic coil presented no damages. Support coil presented no damages. Gripper was inspected under microscope and one compress was noted on the proximal side. No other damages were noted in the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195841 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure by the customer as "coil- stretched" was confirmed. The cause of the failure (stretched coil) could not be conclusively determined, however the customer does not report damages prior to use; as well, no resistance was reported during the advancement of the device through the microcatheter, this indicates that the damages could have occurred during the handling of the unit during the procedure. Inspections are in place that prevents that this type of damages on trufill dcs coils from leaves the facility. The exact cause of the failure could not be conclusively determined; however, neither the analysis nor the DHR review suggests that the damage could have been related to the manufacturing process. Procedural factors appear to be contributed to the reported failure therefore, no corrective action was taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00099 & 1058196-2011-00100. Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure of the left pcom aneurysm, after placing the first coil, the second coil orbit mini complex fill2.5x3.5 (637mf2535) was placed at the target site, but the coil stretched. The coil was removed and another orbit helical fill 2x4 coil (637hf0204) was placed at the site, but the coil could not be released although multiple (5/6) attempts were made with the dcs syringe (B)(4). The coil was removed and the coil was found stretched. Then, another coil and release pump was utilized to complete the procedure. However, the physician thought the first dcs syringe had no problems, because it was able to release the first coil successfully. There was no impact to the patient. Prior to the failure to detach, the syringe was taken past the green zone, position# 3, and the syringe was taken past the red zone. Additionally, prior to the failure to detach, the alternate detachment zone was utilized to detach another coil. During the failure to detach, the alternate detachment zone was utilized. After the failure to detach, the same syringe was not utilized with other products. For both coils, additional torque or manipulation was utilized during the procedure.